Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was programmed with multiple boluses and was monitored. The boluses were delivered and recorded properly in the bolus history screen. No max bolus alarm or unexpected bolus delivery anomaly was noted. The insulin pump had a cracked case at a display window corner.

Event description:
It was reported that the customer's insulin pump keypad was unresponsive to user inputs. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).